Manufacturer narrative:
Additional information received on 24 january 2017 and includes: the surgeon revised the poly as planned. The surgery was completed successfully. On 26 january 2017 the patient matched department provided a planning review and commented as follows: no extra-analysis is possible, since we did not receive any x-ray our analysis of the planning process of this case found no deviations from the standard procedures. All the steps have been performed correctly. Batch review performed on 06 february 2017. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon plans to revise the poly.